Event description:
A police officer used the device on a person diagnosed in cardiac arrest. After the device was attached to the pt using disposable defibrillation electrodes a continuous connect electrodes alarm was allegedly displayed and use of the device was inhibited. Paramedics arrived within one minute and connected the electrodes on the pt to their manual defibrillator. The manual defibrillator also indicated there was no connection to the pt. A new set of defibrillation electrodes were applied to the pt and treatment continued with no other problems reported. The pt was diagnosed as asystolic. The pt was not resuscitated. The reporter indicated the device did not cause or contribute to the pt's death. The reporter said the pt did not require defibrillation therapy during the resuscitation efforts.